Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers 3006705815-2022-14031, 1627487-2022-02485. It was reported that the patient stopped charging their ipg as recommended, rendering their ipg inoperable. Surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced, resolving the issue. During the procedure, it was found that one of the leads was fractured. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead was fractured, both leads are being reported.

Manufacturer narrative:
The patient's impedances revealed that their left occipital lead was invalid. The lead replacement took place at a later date. There was an obvious fracture near the 2nd contact. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.